Event description:
Boston scientific received information that several days after this right ventricular defibrillation lead was implanted, another procedure was performed to implant a left ventricular lead. During the procedure, this defibrillation lead was dislodged. No adverse patient effects were reported.

Manufacturer narrative:
The defibrillation lead was successfully replaced and discarded, so it will not be returned for analysis. No additional information is available. If any additional information does become available, this report will be updated.